Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified delamination of valve and broken fill channel. Leak test and microscopic analysis were performed which identified total delamination of the valve, sharp broken edge on fill channel, creases fold, and wear abrasion. Based on the device analysis the final assessment was total delamination of the valve due to adhesive failure, and a sharp broken edge on fill channel due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.